Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 85% stenosed lesion was located in the moderately tortuous and calcified common iliac artery. On the first inflation, the 7.0 x 40/80 (4f) sterling balloon was inflated to 8 atmospheres. On the second inflation, the balloon was inflated to 8 atmospheres and ruptured. The procedure was completed with a different device. The pt status is listed as good with no complications reported.